Event description:
It was reported that while the pump was plugged into the a wall outlet in a pt's room sparks were seen coming out were the power cord exits from the pump. A blackened area was then noted on the pump around this area. The pump was removed from use. It was not known if the pump was being used on a pt at the time. There was no injury to any pt or clinician.